Event description:
Customer's mother called to say she thought a pod was not working properly. Upon removing this pod, the cannula appeared to be bent. Customer's mother gave a bolus while holding the pod in her hand and noted insulin coming out of the bent part of cannula versus the tip of cannula. The customer was able to start a new pod successfully. The customer's blood glucose levels ranged between 260-316 mg/dl while wearing this pod. No further issues were identified.

Manufacturer narrative:
The distal tip of the cannula was visually found to be folded in on itself with deformation and no visible opening remaining. The cannula passed insulin from the reservoir during eval, but this condition could have contributed to restricted insulin flow. This type of damage typically occurs when the pt is very lean and the cannula is fired into muscle, not "pinching up" at the insertion site. As noted in the user guide, pts are advised to select a pod placement site consisting of fatty subcutaneous tissue and to pinch the skin around the pod until the cannula inserts. The user is also instructed in the user guide to periodically check their infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required. The lot was found to have met all acceptance criteria.